Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins). It was reported that patient had their interstim implanted in (B)(6) 2009 and for quite a while, they had good control of overactive bladder symptoms; however, the interstim was no longer effective. In addition to that, patient had chronic back pain and anticipated an MRI, so for that reason, they wished to have the interstim removed which was done on (B)(6) 2012. Patient did previously try turning off device and did not note any worsening of their symptoms. No further complications were reported.